Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for intractable spasticity and non-malignant pain. It was reported the patient had two pumps and they were both alarming and both dry (refer to manufacturing report # 3004209178-2019-20696 regarding the patient¿s other dry pump that was alarming). The patient was wondering if he should call someone to put saline in or something. The patient was currently in the emergency room (ER). The patient did not have a healthcare provider (hcp). No further complications were reported.